Event description:
Customer reported that the insulin pump alarmed motor error during bolus delivery. Customer stated that the device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Customer stated that she noticed that her blood glucose had been high in the last week started thinking the insulin pump was not functioning properly; blood glucose value was over 400 mg/dl. Current blood glucose value 362 mg/dl; customer could not treat as she did not have a back up plan. Customer would be contacting her doctor for instructions. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted. The motor passed motor test. The rewind function functioned properly during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.